Event description:
The customer reported that insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 329 mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with alarms during the prime test as a result of a protruded/loose drive support disk.